Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿battery model #: 1650/ catalog #: 1650/ expiration date:31-may2021/serial#: (B)(4) UDI #: (B)(4) device available for evaluation: no mfg. Date: 02-may-2020 labeled for single use: no (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion additional information has been requested regarding the log files of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries were not recognized by the controller. The batteries were removed from use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
###A supplemental report is being submitted for additional information. Product event summary: the battery ((B)(6)) was not available for evaluation since it was detained after return and upon transit to the final testing destination. An internal investigation was initiated to investigate this issue. The battery ((B)(6)) was returned for evaluation. A review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Analysis of the available autologs report did not reveal any anomalies within the analyzed period. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing; the battery were able to adequately connect and prov ide power to a test controller with no anomalies observed. As a result, the reported event involving (B)(6) was not confirmed. The reported event involving (B)(6) could not be confirmed. Applicable risk documentation and experience with events of similar cir cumstances were considered; a possible root cause of the reported event involving (B)(6) can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, an improper weld, and/or a soldering defect. Additional products: d4: serial #: (B)(6) h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 if the device becomes available for evaluation in the future, the investigation will be updated to include the analysis results and an update report will be sent. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.